Manufacturer narrative:
Event updated with additional information. Patient code updated to reflect code 2104.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The previous aus, which consisted of two cuffs, was explanted and replaced with a new aus consisting of a single 4.5 cm cuff. No patient complications were reported during the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the recurring incontinence experienced by the patient was due to urethral trophy.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. The previous aus, which consisted of two cuffs, was explanted and replaced with a new aus consisting of a single 4.5 cm cuff. No patient complications were reported during the procedure. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.